Event description:
Per the surgeon's report, this patient has developed an increasing number of open circuit electrodes as confirmed by implant testing in 2006. He now has a total of 10 open circuit electrodes. The surgeon plans to explant the device and reimplant a new one in the near future (surgery date unk).

Manufacturer narrative:
This type of event is addressed in the device labeling.